Manufacturer narrative:
The customer reported that the nurses did not hear an alarm during a patient incident. Based on the available information and patient logs, it shows that the patient pulled off their leadset and the monitor flatlined on the wave review. Philips is unable to determine if this is a user error or if the lack of staff awareness was a factor in the death of the patient. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that the nurses did not hear an alarm during a patient incident.